Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Software version unknown. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery compartment and blank display found on (B)(6) 2022. On svn (B)(4) the customer reported alleged blank display on (B)(6) 2022. The pump was received with cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. As per global logic analysis, force sensor failure. Force sensor measurement is "0". This is possible when wiring to sensor is broken. Force sensor alarms generates 3 errors per fist occurense (3x 0xdead0034 in error log) pump was turned off by user holding the back key during 8 sec, then went to "open book". Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, force sensor and keypad flex cable. The motor had moisture damage. Critical pump error (open book image) alarm confirmed due to corroded force sensor and electronic assembly. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the pump history file on the event date. Cosmetic damage was confirmed at battery compartment. Critical pump error (open book image) alarm confirmed. Blank display not confirmed. Displacement test on test appendix is n/a. Pump was incorrectly process by the previous technician. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.